Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.